Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
During a c5-7 anterior cervical discectomy and fusion (acdf) surgery on (B)(6) 2013, the surgeon was unable to get the acf trial spacer handle to release the trial. He made a second attempt with a different trial spacer handle and the opposite thing happened and instrument would not load the trial. Therefore, the surgeon went ahead and put in the implant by using a bone spacer. The surgery was prolonged for approximately 15 to 20 minutes. No adverse effect to the patient was noted and the surgeon was happy with the results. This is 3 of 3 reports for the same event, (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. The device was not received for further investigation.